Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead had dislodged shortly after implant. The patient became asystolic while under hospital care. The lead was repositioned successfully. The patient would be monitored.